Event description:
Caller reported that piston on tandem mobi pump was not moving upwards as intended and remained retracted despite attempts to resolve issue. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent by cts, and customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.